Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 41 mg/dl. The contact stated that the cause of the low bg was due to the customer waiting too long to eat. After eating, the customer's bg was 89 mg/dl.